Event description:
Boston scientific crm received information that the patient with this pacemaker underwent a lead revision procedure for high impedance measurements on another manufactures atrial lead. During the lead revision procedure, this device displayed n/r for the atrial lead impedance. The pacemaker was programmed to a mode as suggested by a technical service consultant and the impedance measurement was obtained. The measurements were within a normal range, while previously the readings were creeping up to and at 2500 ohms. A header anomaly was suspected. The lead and pacemaker were explanted and replaced. The pacemaker was returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately according to its performance specifications. The lead impedance function testing noted that the measurements were within normal limits. A series of electrical tests were also performed, and again, normal device function was observed.